Event description:
The field engineer reported that the unit would not boot up and was giving a communication error. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v power supply, gib and ffb boards were evaluated and replaced. The system was tested and found to be working as intended and put back into service.